Event description:
It was reported to philips that the system gave an alert indicating the shutter joystick was activated at startup which can impact a full system boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned on the same system. The philips remote service engineer (rse) inspected system remotely and confirmed that the system gave an alert indicating shutter joystick was activated at start up. The review of system log files showed error indicating an active button on the control module. Upon troubleshooting, the rse confirmed the geo control module was defective. To resolve the issue, the geo control module was replaced in another case, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete the procedure as planned normally on the same system with no delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.